Manufacturer narrative:
One transseptal needle was received for eval with the stylet and wave spring intact. Review of the device history records confirmed this lot met mfg requirements prior to shipment. The returned product was received with the wave spring and handle attached to the needle. The received condition of the product was tested and confirmed to be completely functional. A quality improvement project has been initiated to address the wave spring issues. There were no consequences to the pt. Date report submitted to FDA by MFR: 03/24/2010. Date the initial reporter provided the info to the MFR: (B)(6)2010. (B)(4).

Event description:
It was reported during the procedure when manipulating the needle, the physician went to turn the tap and both the clip and tap fell off. Following the procedure, the tap and handle were placed back on the device for the rep and hosp to investigate. There were no consequences to the pt.